Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer had a high blood glucose of 525 mg/dl and treated with manual injection. Customer's parent declined high blood glucose troubleshooting. Customer¿s parent also reported possible leaks on the infusion set insertion site. The insulin pump is not expected to return for analysis.